Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 445 mg/dl. The customer was treated for high blood glucose with pump. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 445 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 35 mg/dl. The customer cause of admission to the hospital was low blood glucose. Customer was told to eat more food and ate toast peanut butter. Customer was wearing the pump until they arrived in the hospital and emergency medical service removed the pump.

Manufacturer narrative:
The insulin pump was received with no button response and alarmed button error due to corroded keypad traces. However, the keypad traces was cleaned and the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.